Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the same device was used pre-operation and during operation, but the device was not defective during pre-operation instrument assembly. A larger incision was required to insert shaft screws along the femur. This was because the aiming arm of the percutaneous device was defective, therefore stab incisions could not be used to insert shaft screws (which is the main purpose of the aiming arm for the percutaneous instrumentation).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: hwc, hrs complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during a procedure using the variable angle (va) condylar instrument system on (B)(6) 2018, the aiming arm and connecting bolt were assembled, along with the locking bolt and nut pre-operatively to familiarize the scrub nurse with the equipment being used for the procedure. The connecting bolt of the aiming arm, which releases the locking nut and bolt for insertion into the va condylar plate, was loosened and removed from the aiming arm. When the scrub nurse attempted to replace the connecting bolt on the aiming arm, the articulation became cross-threaded, preventing the device from advancing fully. The surgical team attempted to remove the bolt both by hand and by use of a wrench but was not successful. The bolt then failed and sheared off completely while attempting to loosen it with a wrench. The bolt could not be removed, even with the use of pliers from another set. The surgical plan was amended because percutaneous/minimally invasive insertion of the shaft screws was no longer possible. A larger distal incision was made, as was a more proximal incision with a skin bridge left between the two (2) incisions. The patient required a blood infusion as a result. Concomitant devices: wrench (part unknown, lot unknown, quantity 1), nut (part unknown, lot unknown, quantity 1). This report is for one (1) locking bolt. This is report 2 of 2 for (B)(4).